Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 06/07/2016. Visual inspection found the device bloody. The investigation found the instrument was very bloody and subjected to heavy use. The eschar accumulated around the jaws causing the plastic overmold to overheat and become deformed. The plastic overmold broke of the edge of the jaw and disengaged from the device. The investigation identified the root cause of the reported event to be the user infrequently cleaning the jaws. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer repored that the insulation disengaged from the ligasure device. No pieces or parts fell into the patient cavity. No patient injury was reported. Another device was used to complete the procedure.